Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 600 mg/dl at the time of admission. The customer was wearing the device at the time of admission. The customer's symptom was achiness. The customer was treated with an IV drip. The cause of the visit was due to dehydration and diabetic ketoacidosis. The customer was still in the hospital. The customer completed troubleshooting, however she was not able to figure out how to complete the high pressure test and stated would call back later. Nothing was replaced or returned for analysis.